Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5071-35, lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds which resulted in the device being at elective replacement indicator (eri) earlier than expected. The lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.